Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose at the time of incident was 554 mg/dl which was treated with bolus. The customer had been on insulin pump system within 48 hours of reported event. The customer was not on auto mode feature at the time of incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.